Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested a bolus for 20 grams of carbohydrates with the carbohydrates feature of the bolus turned off. Reportedly, the customer inadvertently delivered a bolus of 10 units. At the time of the report, blood glucose (bg) level was 132 mg/dl. Candy was consumed to address bg level.